Manufacturer narrative:
Electrode belt sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date. Monitor: 7/23/2014. Belt: 6/19/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. The patient was unconscious and on the toilet prior to passing. It was reported that the patient's wife was present and that the ambulance came. It was reported that the paramedics initiated CPR, inserted a ventilator and took him to the hospital. It was reported that the patient passed away 14 hours later and that the patient was not wearing the lifevest at the time of passing. Review of the download data, indicates the patient received on shock in response to CPR/motion artifact. The patient was in asystole with intermittent cardiac activity at the of the treatment shocks at 09:32:38 on (B)(6) 2019. The patient's post shock rhythm was obscured by CPR/motion artifact. The response buttons were not pressed during the event. The patient subsequently passed away on (B)(6) 2019 at approximately 8:00 am. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.